Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, intraventricular conduction delay (ivcd) was noted and no treatment was prescribed. One day post valve implant, an electrocardiogram (ECG) revealed first degree at rio-ventricular (av) block. No treatment was prescribed and it resolved two days later. One day following implant, an ECG revealed left bundle branch block (lbbb). No treatment was prescribed and lbbb was still present on 30 day follow-up. Forty-one days post valve implant, a holter monitor revealed complete atrio-ventricular (av) dissociation for approximately four seconds with an escape of 50 beats per minute (bpm). Troponin was negative. An electrocardiogram (ECG) revealed first degree atrio-ventricular (av) block with old lbbb. Telemetry revealed intermittent intraventricular conduction delay (ivcd). A dual chamber permanent pacemaker was implanted six days later. No other adverse patient effects were reported.